Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument main tube exhibited scratch marks/abrasions. The main tube damage showed two areas adjacent to each other where the insulation was gouged and the main tube exposed. There was an indentation on the proximal end of the insulation damage, suggesting damage path started proximally and moved distally, it appeared that the distal most damaged area had a small section of insulation missing. Per the customer reported complaint, failure analysis investigation observed that the instrument luer plate was dislodged from the chassis and pushed into the backend. A section of the chassis outer wall feature that holds the luer plate was broken off. Evidence not conclusive, but the wall feature likely broke due to improper cleaning, allowing luer plate to be dislodged. Evidence not conclusive, but dislodged luer plate damage may be due to likely mishandling/misuse. Additional observation not reported by site was that the instrument chassis was broken. A section on the back wall of the chassis where luer plate was located was broken off, causing luer plate to move and not stay in place. An additional observation not reported by site was that the instrument housing had both rear snap tabs and two locating pins completely broken off. Rear side of housing can be lifted up as a result of damage. No other damage was found. Failure analysis concluded that damage was likely due to mishandling.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noted that the schertel grasper instrument's black shaft was cracked and the flush port was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.